Event description:
The user facility reported that the housing fractured. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made for additional information.

Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake and it was visually observed the housing's weld was fractured.

Event description:
The user facility reported that the housing fractured. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.